Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion and would not calibrate. No adverse effects were reported.

Manufacturer narrative:
B5: additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked battery door. The customer stated problem was not duplicated. Device found downstream occlusion was able to calibrate and passed all functional testing. Therefore, no fault found with the issue. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.